Manufacturer narrative:
Findings: unit received with unresponsive buttons due to light moisture damage to keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that the device got wet this morning when she was at rowing practice. The customer stated that her last blood glucose was 152 mg/dl. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.